Event description:
The reporter states that she obtained the blood glucose results of 502 mg/dl and 75 mg/dl within 10 minutes on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.